Event description:
Independent repair center: customer alleged low o2/yellow light and alarming/red light and the key failure is the sieve beds are saturated . No other information provided. As stated on the repair statement additional malfunction on this device: on/off switch control panel has no alarm.